Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. System operates as intended.